Manufacturer narrative:
Date of event: date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that¿their device always turns the therapy off. The patient further clarified this started "about 30 days ago" and reported therapy is turning off by itself. The patient denied being near any emi when this occurs. They reported when their handset died that the patient's therapy turned off and when the patient charged handset and checked therapy status, the patient's therapy was off. The patient was relating this to the handset depleting. The patient initially stated they think they were changing the programs and that's what was turning therapy off, but then reported above about when their handset died, the patient noticed their therapy turned off. Walked the patient through how to connect with ins and they stated they pulled up the programs because the patient thought they had to set each program. Reviewed only one program can be active at a time. The patient selected program 1 and stated they got therapy has been turned off message. This is what they have been doing is selecting different programs. After they increased stimulation to a level that was comfortable on program 1, patient was going back to program selections and selecting program 1 again. Reviewed this is normal for stimulation to turn off when the patient changes programs. They confirmed understanding following education. Reviewed for patient to change program first then adjust stimulation as desired. The patient increased stimulation to 1.0v on program 1 and confirmed feeling stimulation comfortably. They thought they had "five leads" and that they had to set them all by adjusting stimulation on each program. They clarified by five leads, patient stated they think they are referring to having five programs. The patient stated when they change to different programs, patient feels stimulation in different areas. The patient initially stated on some programs they feels stimulation in their "left side bottom part", stating on program 5 they feel stimulation in "bladder area", and stated they feel stimulation in different places. Agent re viewed stimulation expectations, therapy and programs overview. Patient clarified they are feeling stimulation in bike seat area on all programs in different locations of bike seat area. They are mostly feeling stimulation on left side of bike seat area. They clarified not feeling stimulation in bladder and confirmed they meant bike seat area for location of where the patient is feeling stim. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.